Event description:
It was reported that sensor failure occurred. The sensor was inserted on (B)(6) 2025. On the same day, it was reported that at the time of the call, the patient was not in an active sensor session and was in the process of starting a new one, the reason the patient was not in an active sensor session was due to 2 failed sensors, which occurred on the same day. Based on the limited information available, it was assumed that the seizure was caused by a diabetic event. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.